Event description:
A doctor's office alleged that the cement was setting up too quickly for two (2) patients causing their crowns to not be fully seated. This is the first of two (2) reports.

Manufacturer narrative:
An x-ray was taken for the patient and the doctor noticed that the crown was not fully seated. The doctor had re-cemented the restoration for the patient, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations could be conducted.